Event description:
Information was received indicating that a smiths medical cadd® extension set leaked from the filter after installing the cassette. There was no reported serious injury to the patient.